Event description:
On (B)(6) 2013, at (B)(6) hospital, south birmingham, al, for cardiohelp unit (B)(4) the hospital staff reported that the buttons on the lower portion of the touch screen were locked and would not respond when pressed. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The user cleaned the touchscreen and that resolved the problem. There was no device investigation/repair performed. (B)(4).